Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) exhibited under-sensing during exercise testing. No intervention was reported. There were no patient consequences noted.

Manufacturer narrative:
Further information was requested but not received.